Event description:
Caller reported an issue with touchscreen responsiveness, indicating that the pump screen was frozen and unresponsive to input. There was no adverse impact to the customer's blood glucose level. Technical support provided complete pump reset information, and the caller chose to reset the pump. Following the reset, the customer was able to interact with the pump screen.